Manufacturer narrative:
Evaluation was unable to confirm customer complaint of burning and smoking smell. Device was tested by running protocol with basic set up. Device did not burn, smoke or smell. Complaint of burning, smoking and smell unconfirmed. Evaluation was able to confirm customer complaint of device would not power on. Device was received with no battery. The device was tested on ac power. Device failed to power on. Tested device with new battery. Device failed to power on. Confirmed complaint of device would not power on. Replaced pwa power supply. Device passed self-test with no error alarms. Probable cause of not powering on is damaged/worn pwa power supply. Device was received with no battery. Replaced battery and pressed battery change softkey. Device passed self-test and visual inspection.

Manufacturer narrative:
Device evaluation is expected but has not yet begun.

Event description:
The event involved a plum 360 infusion pump. The customer reported that while the pump was on a patient, it was burning and smoking and smelled like electrical burning. Then the pump would not power on, so it was swapped for another pump. There was patient involvement, but there was no harm.